Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
The customer stated that shortly after initiation, blood was spotted leaking from the exhaust port. The customer indicated he would provide the serial number for the product involved. No impact to the patient was reported.

Manufacturer narrative:
After investigating the device, it was determined that the event was confirmed to be caused by delamination of diffusive fibers. (B)(4).

Event description:
The customer stated that shortly after initiation, blood was spotted leaking from the exhaust port. The customer indicated he would provide the serial number for the product involved. No impact to the patient was reported.

Manufacturer narrative:
Correction: date was not entered in the initial MDR. Manufacturer date: 04/06/2016. Correction: date was not entered in the MDR follow up 1. Manufacturer date: 06/28/2016.

Event description:
(B)(4). The customer stated that shortly after initiation, blood was spotted leaking from the exhaust port. The customer indicated he would provide the serial number for the product involved. No impact to the patient was reported.